Manufacturer narrative:
Awaiting return of device. Investigation is pending. Customer has reported the incident to the FDA but has not provided a reference number.

Event description:
Component broke during use.

Event description:
Component broke during use.

Manufacturer narrative:
The associated product was not returned to msi for investigation within 30+ days. This complaint will be closed per pmf-q2-001.